Manufacturer narrative:
Additional information : the device was manufactured between september 01 2018 - september 02, 2018. The actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed in the one randomly selected samples which revealed a spike port cap leak. The reported problem was verified. The cause of the condition was not determined. This issues is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.